Event description:
It was reported that: the pt is complaining of real nauseous. Cobalt levels are a little elevated. Sore to the touch. Pt was in the kitchen, left leg became like it was paralyzed. Next day, same feeling of numbness came again but slower. Will be going for further testing. On (B)(6) 2012 update: pt is scheduled for revision surgery on (B)(6) 2012.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. However, some x-rays and medical records were received. When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as: 2249697-2012-01420.